Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.